Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping from the cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Customer's blood glucose level was 239 mg/dl.